Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, full lead analyzed.

Event description:
It was reported that during an attempted implant, the 4194 lead was unable to be be positioned in the selected branch vessel. It was also reported that there were high/unstable thresholds. The lead was removed and replaced. There were no patient complications reported as a result of this event.